Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information on (B)(6) 2018 stated that the right ventricular lead was capped and replaced during a normal device change out procedure on (B)(6) 2018. No further information was available.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, the right ventricular lead exhibited oversensing noise. It was noted that the episode occurred while the patient was rowing machine. No intervention was performed. The patient would continued to be monitored.